Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the component failure: impact, dropping, shock or similar stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the resection sheath ceramic head was broken. The issue occurred at service/maintenance. There were no reports of patient harm or involvement.